Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation, the monitor's electrode belt receptacle was broken from the monitor case, damaging internal wires. The root cause for the broken receptacle was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.